Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. The burr motor has been received for evaluation. No preliminary results are currently available, and a supplemental report will be filed when results are obtained.

Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. The returned device was inspected upon receipt from the field. It was confirmed that the burr motor overheated. The failure of the anspach motor caused it to be inoperable during the procedure. Per the dfmea a back up anspach is required in every case in case of a motor failure. A back up motor was not available at the time of the case and therefore added time to case completion in order to make a back up available. The case delay could have been mitigated by having a back up anspach in the operating room (or).

Event description:
The surgeon was performing a makoplasty partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) and the restoris multicompartmental knee implant system. While the surgeon was resecting the patellofemoral area, the burr stopped spinning. Attempts at troubleshooting were unsuccessful in allowing the burr motor to function long enough to complete resection, and a motor overheat error appeared on the screen. A sterile replacement motor was not immediately available, so the surgery was delayed by approximately 50 minutes until a motor was processed. The replacement motor was installed, and allowed the surgeon to complete the case successfully.